Event description:
It was reported that during a tonsillectomy the wand was smoking and sparking. The procedure was completed with a backup device and it is unknown if there was a delay. No further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6 the device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Visual inspection of the device showed moderate erosion of the electrodes. The device was connected to a known good controller, which revealed that the device connected to the controller with no issues. The wand was tested at default and maximum setting which revealed that the device performed as intended. Saline line performed as intended. The suction line performed as intended. The complaint was not verified and a root cause could not be determined as the device performed as intended. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.